Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
The patient in (B)(6) experienced redness and discharge from percutaneous endoscopic gastrostomy (peg) stoma site and was not recovered. On (B)(6) 2016, report indicated patient was treated with antibiotic cipro 500 mg 2x1 by the physician.

Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information indicates discharge and redness of stoma site continues. Physician suggested to administer cipro 500 mg 2x1 but patient refused using antibiotics. Patient has taken 2 doses of the antibiotics, then gave up the treatment.